Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6). Refer to medwatch 2032227-2016-24147.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and that the blood glucose reading was high. The blood glucose reading was 555 mg/dl. The customer treated with the insulin pump. The alarm had been resolved with a complete set change. The customer declined troubleshooting for high blood glucose. The reservoir will be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.